Manufacturer narrative:
This report is filed on february 27, 2018.

Event description:
Per the clinic, the patient experienced a magnet dislodgement subsequent to sustaining a head trauma. Surgery to reposition the magnet was completed on (B)(6) 2018. The implanted device remains.